Event description:
Reporter stated facility has experienced four incidents of stopcock leaking from valve. Reportedly, this has been immediately noted by clinician during pt use. There has been no adverse pt injury, as a result.